Event description:
Two discordant results for sodium were obtained on an advia 1650 instrument. The results were reported out and questioned by physicians. The same samples were rerun on the same instrument and corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to this discordant sodium results.

Manufacturer narrative:
A siemens field service engineer was dispatched to customer site. The fse analyzed the instrument and determined the cause of the discordant sodium results was the sample dilution probe and liquid level sensor. The fse replaced the sample dilution probe and liquid level sensor. The instrument is performing within specifications. Further evaluation of the device is not required.